Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved. There are "no palpable hard lumps remaining, nor any obvious signs of residual filler products left."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardening lumps, swelling and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation and infection: "precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips and nasolabial folds. Two months later the patient had another injection with juvederm voluma xc in the prejowl sulcus. Patient "acquired some type of systemic infection" and about 2 weeks later, the patient developed lumps that were "hardening" on the prejowl area and small lumps on the lower lip borders. Patient was given clindamycin by their general physician for "swelling/lumps" and treated with hyalase by the healthcare professional over 5 separate occasions. The lumps have "decreased by about 85%" since the last treatment. This is the same event and the same patient reported under MDR ID #3005113652-2015-00846 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.